Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's programmer displayed low battery message with the patient not having stimulation. A company representative met with the patient and was unable to connect to the ipg with the "end of service message received". The company representative reported the ipg to be inoperable. No planned intervention is known at this time.